Event description:
It was reported that prior to breast biopsy procedure, there is a crack in the crust of the mmt generator. There was no adverse patient consequence.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The customer complaint has been verified. The vso (solenoid) was replaced to correct the issue. The unit was serviced and passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.